Event description:
It was reported that oversensing noise was observed on the right atrial (ra) lead and the pacing impedance on the right ventricular (rv) lead had gradually risen significantly and was now above the normal limit. The ra and rv leads were explanted and replaced. The patient was stable.